Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Approximately ~3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure a l5. It was reported that the tip of the screwdriver broke off during the final turn of the screw. The tip of the screwdriver was not able to be retrieved from the patient. No additional patient complications were reported.